Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller who stated that the test was performed again in the morning and it was successful. The caller programmed ac off. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the procedure to implant this system, right ventricular automatic capture (rvac) was used to assess the threshold. The ac did not recognize loss of capture and kept decrementing down which resulted in five seconds of asystole for this patient who has complete heart block. The physician was required to stop the test manually. No additional adverse patient effects were reported.